Event description:
A customer contacted baxter's technical service center reporting system error's (se) 2240/2367 (air in set) during therapy on the home choice (hc). The home patient (hp) stated that he had not connected for therapy when the alarm occurred and he called the nurse and they had him start over, but not with new supplies, so he cycled power twice to clear the alarms, then went back through the setup with the same supplies, connected and completed therapy. The technical service representative (tsr) explained the alarms to the hp and explained that if he gets the issue again that he should always set up with new supplies following this alarm. Product surveillance (ps) spoke with the peritoneal dialysis nurse (pdn) on (B)(6) 2012 regarding the use error. The regular pdn was on vacation and there was an on call nurse that ps spoke with. The on call pdn stated she did not recall talking to this home patient (hp) about an alarm or the reusing of supplies. The pdn has not heard from the hp with any problems after the alarm. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.